Manufacturer narrative:
(B)(4). It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: choose a site on your belly to place the sensor. You can choose a site above or below your belt line. The best areas to insert your sensor are usually flat, "pinchable," and free from where rubbing can occur, such as along the waist band and seat belt strap. Choose an area at least 3 inches from your insulin pump infusion set or injection site. Avoid using the same spot repeatedly for sensor insertion. Never use the same site for 2 sensor sessions in a row. You may need to shave the area where you plan to put the sensor so the adhesive patch sticks securely. Make sure there are no traces of lotions, perfumes or medications on the area.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report the sensor pod fell off the patient's skin before 7 days. The sensor was inserted at buttocks on (B)(6) 2015. Benzoin, a prescription skin preparation for adhesive support, was prescribed on (B)(6) 2015, and is being used on the site prior to applying the sensor patch. At the time of contact, no injury or medical intervention was reported. No addition event or patient information is available.